Event description:
Info received indicates the head up function will only go up three inches.

Manufacturer narrative:
The tech found the head sensors were disconnected. The tech reconnected the sensors to repair the bed.